Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the health care professional (hcp) had a question regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD), as the patient reported receiving a shock but the report from that day only showed a shock delivered but no treated episodes. Technical services was contacted and explained the episode missing from the data was due to a magnet application. At this time, there is no evidence to suggest the shock therapy was inappropriate in nature. Technical services also ran a battery depletion analysis and noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) had a question regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD), as the patient reported receiving a shock but the report from that day only showed a shock delivered but no treated episodes. Technical services was contacted and explained the episode missing from the data was due to a magnet application. At this time, there is no evidence to suggest the shock therapy was inappropriate in nature. Technical services also ran a battery depletion analysis and noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. No adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the health care professional (hcp) had a question regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD), as the patient reported receiving a shock but the report from that day only showed a shock delivered but no treated episodes. Technical services was contacted and explained the episode missing from the data was due to a magnet application. At this time, there is no evidence to suggest the shock therapy was inappropriate in nature. Technical services also ran a battery depletion analysis and noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. His product has not been returned despite good faith efforts thus far. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that the health care professional (hcp) had a question regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD), as the patient reported receiving a shock but the report from that day only showed a shock delivered but no treated episodes. Technical services was contacted and explained the episode missing from the data was due to a magnet application. At this time, there is no evidence to suggest the shock therapy was inappropriate in nature. Technical services also ran a battery depletion analysis and noted the battery consumption had been increasing at an unexpected rate, and device replacement or repeat data analysis within 90 days was recommended. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that the health care professional (hcp) had a question regarding data from this subcutaneous implantable cardioverter defibrillator (s-ICD), as the patient reported receiving a shock but the report from that day only showed a shock delivered but no treated episodes. Technical services was contacted and explained the episode missing from the data was due to a magnet application. At this time, there is no evidence to suggest the shock therapy was inappropriate in nature. Technical services also ran a battery depletion analysis and noted the battery consumption had been increasing at an unexpected rate, and device replacement within 90 days was recommended. No adverse patient effects were reported. This s-ICD remains in service.